Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. It was reported that the customer went to the emergency room (ER), additionally, the customer's blood glucose level (bg) on the continuous glucose monitor (cgm) read as ¿high¿ and had ketones that were determined to be life threatening by a health care provider (hcp). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was admitted (B)(6) 2024 and discharged later the same day with the issue resolved and no permanent damage. The customer will continue to use current pump then will switch to an alternate method of insulin therapy. Has context menu.